Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The customer cleared the alarm. The customer stated that the insulin pump had not been exposed to a high magnetic field. The customer stated that it was possible to fill the tube manually. The customer's blood glucose was 71 mg/dl. The customer was advised to deliver a 5.0 unit via fill cannula. The caller stated that the insulin pump had alarmed motor error once in the last 30 days.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.